Event description:
Information received from (B)(6) . Confirmed revision of pinnacle mom hip. Reason for revision adverse reaction to metal debris/high metal ion levels. (B)(6), 2015 medical record review confirmed elevated ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Information received from idle (B)(6)'s. Confirmed revision of pinnacle mom hip. Reason for revision adverse reaction to metal debris/high metal ion levels. (B)(6) 2015 x-ray review indicated that the acetabular shell was malpositioned. Revision due to implant malpositioning. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.